Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient rec'd more medication than intended. At 1530, the device was programmed to deliver sodium chloride at a rate of 200ml/hr, with a vtbi (volume to be infused) of 700ml, for a duration of 3 hours and 30 minutes and the delivery was started. At 1700, it was reported that the nurse noted that there was only 50ml left in the medication container and that 650ml had been delivered. The device was removed from clinical service. A replacement device was used to resume therapy. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.